Event description:
It was reported that the catheter tip and the filter wire became stuck. A 2.4mm jetstream xc catheter was selected for atherectomy procedure for percutaneous transluminal angioplasty. After the atherectomy portion of the procedure, while inside the patient, the jetstream catheter tip and the filter wire became stuck. The procedure was completed successfully using this device without sequela.